Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that customer was hospitalized on unknown date due high blood glucose level. The blood glucose level of customer was unknown. It was unknown that the auto mode feature was active at the time of incident. Customer stated that retainer ring was damaged but reservoir was able to lock in place. Customer declined hospitalization documentation due to not having all information. The insulin pump will not be returned for analysis.